Event description:
It was reported that during a routine follow up visit, this left ventricular (lv) lead vector exhibited high out of range pacing impedances. The health care professional (hcp) reached out to technical services (ts) requesting further review. Upon review, ts confirmed the lv lead vector pacing impedances were high out of range measuring greater than 2000ohms. Ts discussed possible causes and configuration options with the hcp. The hcp stated that the lead vector was reprogrammed, and impedances were within normal limits (wnl). At this time, the lv lead remains in service. No adverse patient effects were reported.